Event description:
It was reported that during a percutaneous coronary interventional procedure, sheath damage occurred. The lesion being treated was located in the severely calcified and moderately tortuous left anterior descending artery. During advancement of the 1.5 mm rotalink plus burr to the lesion, the physician noted that the sheath of the catheter was damaged. The procedure was completed with another of the same device, and no pt complications were reported. Pt's status was reported as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).